Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. Device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that a patient specific implant (psi) peek was implanted on (B)(6) 2017. On (B)(6) 2018 the surgeon informed that the patient had an infection. Patient consequence is unknown. This complaint involves one (1) devices. This complaint is for a psi implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: sd800.440. Synthes lot number: l670713. Release to warehouse date: 21.nov.2017. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.